Manufacturer narrative:
The battery was shipped to the customer -no evaluation was done.

Event description:
It was reported to philips that the device requires a battery replacement. There was no reported patient involvement/adverse patient impact.